Event description:
Severe eye pain, loss of vision, sensitivity to any light source. Had to go to emergency room and had numerous visits with an ophthalmologist. Required pain medication and drops. Could not tolerate anything other than a dark room. Could not see for 1-2 weeks. Was unable to go to school, drive or live by self. Dose of amount: as needed, frequency: daily, route: ophthalmic. Dates of use: began in 2006 ended in 2007. Diagnosis: clean contact lens. Event abated after use stopped or dose reduced: no.